Manufacturer narrative:
As reported, a 4 x 4 80cm 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at approximately four atmospheres (atm). It was replaced with a new slalom thrill and the procedure was completed. There was no patient injury reported. This was for a shunt case. The device was not returned for evaluation as it was discarded due to hospital regulations. A product history record (phr) review of lot 82184951 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. There is no additional information regarding patient or lesion characteristics regarding this event. With the paucity of information available and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. However, vessel characteristics and procedural factors may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 4x4 80cm 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter ruptured at approximately 4 atmospheres (atm). It was replaced with a new slalom thrill and the procedure was completed. There was no patient injury reported. This was for a shunt case. The device will not be returned for evaluation as it was discarded due to hospital regulations.